Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a system error 0024 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device received functional and electrical testing. A short simulated therapy was successfully performed. The cause of the reported issue was due to faulty eproms. The eproms were replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. Additional information is not available.